Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: email.

Event description:
Customer reporting a conflicting sars result when run on two different instruments. No confirmation testing was performed and symptomatic status us unknown. Multiple attempts were made to gather further information from the customer without success.